Manufacturer narrative:
Investigation summary: a complaint of tubing being kinked out of packaging was received from the customer. A photo of packaging was received from the customer. It was later determined that the photo showed packaging for a different material, not the defective set. The customer complaint could not be confirmed. A device history record review for model 20350e, lot number 21059500 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no photo of the defect or a physical sample being returned, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set had the tubing kinked near the filter. The following information was provided by the initial reporter: it was reported by the customer that the tubing comes out of the packaging with a kink near the filter.